Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for 20a 250v fuses. No parts have been received by manufacturer for analysis. Return requested. Replacement ups power supply shipped to site 09/19/2016. Medtronic investigation of returned suspect ups power supply confirmed reported complaint, return tag "fan runs, however, no indication of power." The ups unit failed bench testing and would not power on with returned batteries. Installed f.a test batteries. The ups would not power on or charge with f.a batteries installed. Failed visual inspection. There is a hole in the front control panel. Physically damaged and malfunctioning ups unit. Install returned batteries into f.a test ups. Charged the returned batteries for at least 6 hrs. Performed 5 min load test on returned batteries. Passed. Electrical failure. Malfunction, internal ups. Return requested. Replacement ups power supply shipped to site 09/29/2016. Medtronic investigation of returned suspect ups power supply confirmed reported complaint, return tag "starting not to hold charge as long as it should." Ups batteries failed bench testing. Ups powered on with returned batteries. When charging the "replace battery" light came on. Perform load test. Failed 5 min load test 0 min 6 sec. Install f.a test batteries and charge for at least 6hrs. Perform 5 min load test, pas 5 min 40 sec. Install new batteries and charge for at least 6 hrs. Perform 5 min load test. Passed. Recharge new batteries for at least 6 hrs. Batteries returned with unit would no longer charge or maintains a charge. Electrical failure. Voltage, low. On 10/04/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade and system inspection areas passed. Imaging modalities test failed. Replaced universal power supply (ups) to reduce mobile view station (mvs) fuses blowing. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that a site's imaging system had blown fuses. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.